Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indication of slight melting; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. The probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia procedure the fiber had touched the tissue so it could be vaporized as the gland was large and obstructing with kissing lobes. The fiber was noted to be flashing at 110,386 joules and 13:32 minutes of use. The fiber was cleaned during the procedure. The procedure was completed with a second fiber. There was no report of harm to the patient.